Manufacturer narrative:
The device expiration date is unk; as a result it is not possible to determine the device manufacture date. The device was not returned for eval; it is not possible to determine the probable cause of the failure w/o an analysis of the device. The product number was not provided; as a result, the 510k number is unk.

Event description:
It was reported through a legal claim that a bur guard melted due to overheating and caused an 8mm x 5mm full thickness burn on the lower right lip of a pt during an oral surgical procedure. The burn resulted in a permanent hypertrophic scar. No further info will be available regarding the event except through the legal claim.